Event description:
It was reported by the customer "patient attended facility with leaking from site when PICC was flushed. PICC discarded once removed." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.